Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent open reduction internal fixation (orif) of the thumb. During the surgery, the tip of the drill bit broke in the. Fragments were generated from the broken device and the surgeon elected to leave the small fragments in the bone. The surgeon used another drill bit to complete the procedure. The procedure was completed successfully without surgical delay. Patient outcome was not reported. This report is for one (1) 1.3mm drill bit/mqc for gliding hole/46mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: UDI. Corrected data: contact name and phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.